Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient¿s daughter found the patient unconscious. Prior to this, the patient reported that she did not receive any alerts on her ipad (via the dexcom mobile app) that her cgm values were dropping. The patient was also wearing an omnipod insulin pump. The patient¿s daughter tested the patient¿s bg meter reading, which was 60 mg/dl. However, the patient¿s daughter did not look at the patient's cgm device at this time. Emergency medical services (ems) were called and once ems arrived, the patient¿s bg meter reading was 26 mg/dl. The patient was transported to the emergency room (ER). The patient could not recall what medication or treatment she was given by ems/ER staff. It was not specified when during this event the patient regained consciousness. The patient was discharged home later the same night. The patient was ¿fine and recovered¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the skin on (B)(6) 2025. The date of event is an approximation. On 05/02/2025, it was reported that the patient¿s daughter found the patient unconscious. Prior to this, the patient reported that she did not receive any alerts on her ipad (via the dexcom mobile app) that her cgm values were dropping. The patient was also wearing an omnipod insulin pump. The patient¿s daughter tested the patient¿s bg meter reading, which was 60 mg/dl. However, the patient¿s daughter did not look at the patient's cgm device at this time. Emergency medical services (ems) were called and once ems arrived, the patient¿s bg meter reading was 26 mg/dl. The patient was transported to the emergency room (ER). The patient could not recall what medication or treatment she was given by ems/ER staff. It was not specified when during this event the patient regained consciousness. The patient was discharged home later the same night. The patient was ¿fine and recovered¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.